Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that three of the intermittent catheter were found dry rotted inside of a sealed sterile package. There were 3 catheters with same issue.

Event description:
It was reported that three of the intermittent catheter were found dry rotted inside of a sealed sterile package. There were (B)(4) catheters with same issue (lot# ngcp4279) per sample received on 20jun2022, it was noted that the customer returned the (B)(4) intermittent catheter with the lot# ngdp4073 for evaluation.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The tiemann coude tip catheter was returned unopened. The coude tip was observed to be aligned with the coude indicator and was within specifications which states, "accept any curve unless catheter is completely straight.". The inside of the eyelets appeared to be dark in appearance, per moncks qe this is within the acceptable criteria; therefore, an additional complaint will not be created. The catheter was visual inspected and the tip of the catheter appeared to be peeling due to oxidation. As it is unknown when the oxidation occurred or how the catheter was being stored, this event will be confirmed, cause unknown. A potential root cause could be due to the storage conditions. The devices were returned unused; therefore, were not used on a patient but are intended for treatment purposes. As the cause of the oxidation is unknown, unable to determine whether the device had met relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician. Warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." Correction: a,b,d,e,f,g,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected